Manufacturer narrative:
Findings: unit alarmed motor error during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected alarm error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm due to motor error alarms. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error during prime. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the insulin pump passed a displacement test but the motor error occurred every time they performed a fill tubing process. An alarm indicating time error was also received. It was indicated that the insulin pump will be replaced. The insulin pump will be returned for analysis.